Event description:
It was reported that the patient's implantable neurostimulator (ins) "just turned off" about 3 days ago and the amount of stimulation she has gotten has "diminished lately". It was noted that a patient had no stimulation or stimulation sensation. It was noted the patient was only getting a "quiver" before the ins "stopped". The reporter stated that the patient didn't feel stimulation as she used to. It was reported that the patient had been having shoulder surgery and took less notice of pain in her spine and buttocks. The reporter stated that the patient stopped feeling stimulation three days ago. The patient synced the device with the patient programmer and increased the settings from 2.6 volts to 2.8 volts before she felt stimulation again. It was noted that there was no known accident or incident related to the complaint. It was reported that the patient saw a battery pack leading to "the machine" with a broken line on the patient programmer screen when trying to sync the programmer with the ins. It was noted that the patient did not drop or get the programmer wet in the past. It was reported that the patient started to feel "some of the pain" that she should "not be feeling if it's on". It was noted that the patient was able to turn the device on and feel stimulation after troubleshooting from the company representative. It was noted that the patient "couldn't get an EKG" because of the device. Follow up information reported that the patient did not have any concerns with their device therapy - they were only looking for a new physician.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, product type: programmer, patient. Product ID: neu_unknown _lead, implanted: (B)(6) 1995, product type: lead. (B)(4),